Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the wire was not smooth and got stuck inside catheter. Patient outcome: patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Summary of investigational findings: used wire guide returned in original holder. The winding closest to the welding between coiled tip and wire had unraveled resulting in an increased distance of 1.5 mm from windings to welding. During manufacturing processes the flexibility of the coiled tip must be verified and so must the outer diameter as well as the wire surface. The returned wire is found smooth and uniform and investigation revealed no indication that the wire was not manufactured to specifications. The exact reason for the winding to unravel cannot be determined, but it is suggested that manipulation during the procedure caused it. The unraveled portion and/or the compatibility between catheter and wire guide may have been a contributing factor to the wire to stick inside the unknown catheter. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the wire was not smooth and got stuck inside catheter. Patient outcome: patient did not experience any adverse effects due to this occurrence.